Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: attachment device, 12/9/2019. Device manufacture date: the device manufacture date is currently unavailable. The manufacturing location is currently not available. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was worn, weak and the motor was unable to couple. It was determined that the device would not release the attachment device. It was further determined that the device failed pretest for check the power with test bench at 6 bar: minimum 110 to 160 watt, check for air leak, check attachment coupling with attachments, check reverse locking mechanism and check the attachment coupling. It was noted in the service order that the attachment device did not detached after joining. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.